Event description:
The pt received his scs system on (B)(6) 2009. It was reported on (B)(6) 2009 that the pt was building a deck and digging holes when he began to feel a pain in his back. He noticed that he had lost stimulation from his system. The physician explanted and replaced the paddle lead on (B)(6) 2009 and the pt is now receiving good stimulation. The explanted lead was not returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.